Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the brightness on the light source was not auto adjusting, and that if the user got close to the tissue, it had no detail. Through device troubleshooting, the technician added the brightness on the light source was on auto and the scale was set to zero, and the iris setting on the processor was on auto as well. The technician followed troubleshooting directions and powered down the light source and processor. She reseated the maj-1941 (light source cable) and maj-1933 (digital light source cable) but the issue was not resolved. The processor was swapped out from a good working cart, with no resolution; the processor was then returned to the good cart and tested the same scope, which worked as expected. Afterward, the technician took the maj-1941 from the good cart and tried it on the tower with the issue, and the reported issue remained. As the issue was not resolved through troubleshooting, the device was returned for evaluation. The customer¿s allegation was confirmed due to a faulty printed circuit board, which required replacement. Corrosion was also found inside the scope socket tubing. There was a hairline crack on the front mouth panel, which did not require repair and could continue to be used as is. The unit passed the electrical leak test and all functional tests. The light intensity output and air pressure were within specifications. Olympus lamp life meter was reading at 100+ hours. The device was cleaned; dust was removed from the inside and cleaned on the outside. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source brightness adjustment was not working; specifically, the brightness was not auto adjusting, and that if the user got close to the tissue, it had no detail. The issue occurred during the diagnostic procedure (upper endoscopy/egd), there was no procedural delay and no extended sedation to the patient. The procedure was completed with the same or similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to faulty light control pcb (main board). A root cause could not be identified. Olympus will continue to monitor field performance for this device.